Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. During analysis the jaws open and close as intended. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: did the surgeon try to pull the trigger from the handle? -no information. Is the surgeon aware that the firing trigger may need assistance in returning all the way forward? -no information. How was the device removed? -somehow. Was there any tissue damage? -no. If so, how was it repaired? -na.

Event description:
It was reported that during a laparoscopic cholectomy procedure, the trigger had a difficulty in being grasped at the 1st firing when the device was used on the blood vessel though the clips was fed into the jaws properly. As the trigger could not be returned to the home position, the device was fired. After that, the jaws could not be opened and the device was removed somehow. The device was not used for the patient after the 2nd firing. There were no adverse consequences to the patient.